Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be microbiologically contaminated during water sampling test following disinfection procedure. There is no report of patient injury.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the involved unit is being retired and the customer is going to replace it with another vendor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: multiple follow-up attempts were made to gather information about customer's cleaning and disinfection procedures, and no information was provided. Complaints database review revealed one further similar events since unit¿s installation. Based on the available information, a specific root cause of the reported contamination could not be established; it could not be excluded that the event was caused by a source of contamination present at the customer site, despite the precise source of contamination could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated corrective actions preventive actions and a field action has been issued in march 2019.

Event description:
See initial report.